Manufacturer narrative:
Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# va0l5dp, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was further reported by the patient that theyd have xrays, which did not show anything. The patient thought the representative would be managing his therapy, however, the patient was informed it was the physicians responsibility and was redirected to their physician.

Event description:
It was reported that the patient was seen on the day of the report for his first programming, two weeks post implant. The manufacturer representative (rep) checked the impedances and all contact pairs showed high readings at 3 volts. The rep ran impedances three more times and all contact pairs were within normal limits, except all pairs with contact 0, case and 2, and case and 3, which were between 10,000 and 20 ,000 ohms. The patient did not change position during the tests and did not report any symptom changes. The patient noted that the program was helping, but it was only day one. There had also been no falls or trauma since implant. X-rays were taken and no visible damage could be seen. The rep had no further interaction with the neurologist or patient since reporting the event.